Manufacturer narrative:
Customer has indicated that the product will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. (B)(4).

Event description:
It is reported that the patient who underwent a knee arthroplasty approximately 7 years ago reported pain and loosening. Attempts have been made and additional information on the reported event is unavailable. No revision has been reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Concomitant medical products: unknown nexgen lps-flex gender solutions femoral component lot# unknown, unknown nexgen bearing lot# unknown. Reported event was unable to be confirmed as part number / lot number of device involved in the incident is unknown. DHR review was unable to be performed as the lot number of the device involved in the event is unknown. The packaging inserts associated with these devices indicate that loosening and post-operative pain are known adverse effects of this procedure. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Filed for same event with: 0001822565-2017 -04547.

Event description:
It is reported that the patient who underwent a knee arthroplasty approximately 7 years ago reported pain and loosening. Attempts have been made and additional information on the reported event is unavailable. No revision has been reported.